Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Self test and unexpected restart error test. No unexpected restart error and external ram crc error anomalies noted. No excessive no delivery or occlusion alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart alarmed and insulin pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the alarm and also was complete rewind. Customer also stated that the receiving another unexpected restart alarmed after a battery change. Customer stated the insulin pump had no delivery alarm and event was resolved by complete set change. Customer declined troubleshooting for no delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.